Event description:
A cartridge alarm, specifically cartridge alarm 30, was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the customer's pump and provide a replacement cartridge. The customer was advised to put the pump in storage mode and return it within ten days to avoid charges. They received instructions to program settings and connect their cgm to the replacement pump. The replacement pump, which includes updated software, was sent without requiring a delivery signature. The customer was informed about using an alternate method for insulin delivery if necessary and acknowledged all the instructions provided.